Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. While aspirating the physician noticed that air is drawn. Several attempts but no change was observed. Faradrive steerable sheath clear dilator was inserted prior and during the time air was observed only farawave (with the according guidewire inside) was inserted. Pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in aspiration syringe and flushline between syringe and faradrive steerable sheath clear. The guidewire was slightly outside when the farawave was inserted into the sheath. It was decided to exchange the sheath and there were no issues with the new faradrive steerable sheath clear. Procedure could be completed without any complications.

Manufacturer narrative:
Analysis of the returned sheath found the external valve was torn by its center slit, which can compromise the valves ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. While aspirating the physician noticed that air is drawn. Several attempts but no change was observed. Faradrive steerable sheath clear dilator was inserted prior and during the time air was observed only farawave (with the according guidewire inside) was inserted. Pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in aspiration syringe and flushline between syringe and faradrive steerable sheath clear. The guidewire was slightly outside when the farawave was inserted into the sheath. It was decided to exchange the sheath and there were no issues with the new faradrive steerable sheath clear. Procedure could be completed without any complications. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.